Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the heart catheterization procedure was performed when the issue happened. The procedure was completed after patient had to be moved to a different room. Philips field service engineer (fse) conducted an onsite visit and confirmed the reported problem. Upon reviewing the log, the fse confirmed that the system software was corrupt. Diagnostic assessments on the suite and x-ray pcs were successful, but an os reinstall was recommended. To resolve the problem, fse also replaced both hard drives in the x-ray pc and suite pc and return suit pc for further analysis and after test that found the hdd had failed. After suite pc and hard disk drive was replaced and full software reloaded, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.